Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mid right coronary artery (rca). After a guide catheter was placed, a guidewire was advanced to cross the lesion. An intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. Pre-dilatation was performed with a semi-compliant balloon and subsequently, a 3.50x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. When the promus element¿ plus stent was removed, the distal part of the stent was found to be lifted. The stent was safely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.